Event description:
It was reported that during procedure the fiber coating was torn and flashes were seen. The procedure was completing using the original device. There were no patient complications reported.